Event description:
It was reported that the patients battery reached end of life. The patient underwent an ipg replacement procedure and patient was doing well postoperatively.

Manufacturer narrative:
(B)(4) sn: (B)(6). The returned ipg was analyzed and upon receiving the implantable pulse generator (ipg) revealed some tool damage on the header and a nick on the case. This was reported to have happened during a revision procedure. In addition, the ipg could not link to a known good remote control (rc) or clinical programmer (cp). Internal electrical measurements confirmed excessive sleep current (10.03 mili amps), and low vh (high voltage) node impedances (405.99 ohms), although, the thermal imaging could not confirm a hot spot. Therefore, the ipg memory could not be captured, and the analysis of the data log could not be performed. With all the available information, boston scientific concludes the reported complaint of the patient's battery reached the end of life could not be confirmed. Since the memory could not be captured due to unable to communicate with the ipg, the analysis of the data log could not be performed. Therefore, this investigation is assigned a probable cause of cause not established.

Event description:
It was reported that the patients battery reached end of life. The patient underwent an ipg replacement procedure and patient was doing well postoperatively.